Manufacturer narrative:
Result/conclusion: the power cord was found to not be fully secured in the bed receptacle. The service tech re-established the connection and power was restored to the unit.

Event description:
It was reported by service report that the bed has no power. No pt involvement or adverse consequences are reported.